Manufacturer narrative:
Unit was not received in manufacturing mode. Unit passed displacement test, active current measurement and self-test. No blank display anomalies noted during testing. The power management graph was in specification. Unexpected replace battery now alarms were present in the insulin pump history file and high sleep current measurement due to moisture damage on all electronic assemblies. Unit was received with scratched casing, minor scratches on lcd window, missing display window cover, pillowing keypad overlay, cracked select button on keypad overlay, peeling keypad overlay, faded serial number label, peeling serial number label, peeling end cap address label, corrosion on force sensor assembly, moisture damage on motor home switch and corrosion in battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now and then the display was blank. The customer¿s blood glucose level was 225mg/dl at the time of the incident. The customer reported that the insulin pump was dropped several times. The customer reported that the display did not return even after inserting new battery and restarting the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.